Event description:
It was reported to medtronic minimed that the customer experienced rf pic failed self test (alarm aa64) alarm. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, and self-test. No unexpected a64 alarm anomaly noted during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for a64 alarms complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained end cap sticker, stained address/serial number label. Pump passed all the required tests. Pump alarmed 64 anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.